Manufacturer narrative:
The pump is in the process of being evaluated. A follow up report will be filed upon completion of the evaluation or if additional information becomes available. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.

Event description:
The device was returned from customer for service. During service by baxter technician, the device failed accuracy test with underdelivery. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.